Event description:
Per the original reporter in MDR report #: mw5111929: "my son has had a cecostomy tube for many years, with no issues. We started using the amt miniace around a year ago with no problems. We routinely changed his amt miniace button on (B)(6) 2022. On (B) (6) 2022 the balloon failed. We had the same issue with 3 devices. I have repeatedly reached out to amt and sent the defective buttons to be analyzed. We have had recent similar issues with their gastrostomy buttons. There is no reason this many buttons should fail with no clear reason. We are not the only family having this issue. This needs to be investigated. It is a serious issue when the balloons fail because the buttons can become dislodged, it effects the ability for the individual to complete their antegrade continence enema, it can cause trauma to the site if the stoma shrinks and needs to be dilated to replace the failed button. Not to mention the cost to continue to replace these medically necessary devices, that should ideally last 3 to 6 months. The lots we had balloon failures in are: amt mini ace, ref ace-1027, lot 210927-236 10f 2.7cm, placed (B)(6) 2022 to (B)(6) 2022; amt mini ace, ref ace-1027, lot 220408-072 10f 2.7cm, placed (B)(6) 2022 to (B)(6) 2022; amt mini ace, ref ace-1027, lot 220601-593 10f 2.7cm, placed (B)(6) 2022 to (B)(6) 2022."

Manufacturer narrative:
This report is a response to MDR report # mw5111929 which was received from FDA by amt on 09/22/2022. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt had worked with the original reporter to obtain the devices for examination and performed an inspection of the devices once they were returned. A tear in the balloon wall was identified on the devices returned. A device history review was completed for the reported lot numbers and no anomalies were found and there have been no other complaints from other users regarding tears or ruptures from these same batches. Recent trending data shows no anomalies in reported failures from the field. The reporter had noted in their MDR report that three device failures occurred, and all three complaints were previously notified to amt, with two of the devices returned for examination. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.